Event description:
It was reported the device was explanted and replaced due to intermittent capture and no output. Further, the lead was reported to be "broken/faulty" and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Other: it was reported the device was explanted and replaced due to intermittent capture and no output. Further, the lead was reported to be "broken/faulty" and was replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event; capture, intermittent, output, none.